Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the current data does not cover the event date due to continued customer use. In the current data range, short battery life related warnings were not found but there were multiple records of processor related warnings. The pump powered up with the returned battery cap and functioned properly. A rewind/load/prime sequence and a 24-hour exercise were executed without incidents. The electric current draws were within specifications. The pump casing was opened to further investigate. There was no evidence of moisture intrusion or loose components found. The reported power issue was not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump powered on after trying multiple batteries from different packs. Reportedly, this had happened before. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.